Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an acessa procedure on (B)(6) 2025, the physician reported that during the procedure they were trying to ablate a calcified fibroid and when they were pulling from the fibroid the tip disconnected from the shaft of the handpiece. The tip remained in the fibroid. Physician was able to retrieve it with a grasper and remove it from the patient. Additional description of the fibroids was provided, the first fibroid was intramural 3cm on the left fundal side, the second was an extremely calcified fibroid in the posterior lower uterine segment on the left side. Procedure was completed successfully with a second device. No other information available.